Event description:
When the physician began to advance the reperfusion catheter 041 over a 0.014 guide wire, the proximal flexible portion of the shaft completely severed into two pieces. The entire catheter and guide wire are being returned for analysis.

Manufacturer narrative:
Visual: the catheter was returned with the shaft broken into two pieces. The break occurred under the stainless steel hypo-tube strain relief. The two parts were connected by the stainless steel coil. Location of break: using a mandrel, it was determined the break occurred in the catheter shaft, at a point at the distal end of the grilamid sleeve. Conclusion: during attachment of the grilamid sleeve or hubbing the shaft was weakened.